Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon stated that they were unable to use the stapler release kit (srk) to open the jaws of the curved tip stapler 30 instrument. The surgeon explained that the bedside staff used the srk in hole 3 of the stapler and hole 2 never stopped spinning but should have stopped after 12 rotations. The curved tip stapler 30 was stuck on tissue in clamp mode. The surgeon opted to go back to the system, recover the emergency stop and to go into following mode to work the tissue out of the jaws. The call ended but the technical service engineer (tse) reviewed the artemis real time logs and confirmed that stapler was removed and a vessel sealer instrument was installed in its place on arm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the surgeon was able to resolve the issue by continually pressing the recover default at the surgeon side console (ssc) until little by little, the jaws opened and the tissue was released. The staff had tried to use the stapler release kit (srk) but it failed. The customer noted this was most likely due to the srk being used incorrectly. The srk was used first in hole 2. The customer confirmed there was no adverse effect to the grasped tissue. The customer did not know if another tool was used to release/pry the tissue from the jaws. The customer informed the stapler was working previously and the event occurred about an hour and 45 minutes into the procedure. The customer confirmed there were four errors when the issue occurred but could not remember what they had said. The customer stated they thought the errors may have been related to the surgeon trying to staple over previous staple line. The surgeon did encounter staples in the jaws, as they were trying to staple overlapping another stapler line. The customer did not know if there were malformed staples during the issue. The target tissue was the renal vein. The surgeon had used a white reload. The reload and instrument are not available for return as they were discarded.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and confirmed that the curved tip stapler 30 instrument was successfully removed from tissue. No site visit was conducted. The system was working properly and no additional action was required. The curved tip stapler 30 instrument has not been returned for evaluation. The customer indicated the stapler and reload involved have been discarded. Therefore, failure analysis of the product related to the complaint cannot be performed. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the curved-tip stapler failed to release from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.